Event description:
While the doctor was working on tooth #6, the patient¿s cheek was burned.

Manufacturer narrative:
The patient was prescribed pain medication for treatment of burn. The patient experienced pain and swelling and noted that after two weeks there was still some scarring present. The doctor's office stated that the patient did heal. The handpiece was received for evaluation. During evaluation, it was found that the bearings were worn and gritty in the drive assembly and shaft, there was a dent along the back cap edge affecting operation, and medium debris level was present. It was also noted the doctor used the handpiece as a partial cheek retractor.